Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the flex joint, universal surgical manipulator (usm) and proximal setup joint (psuj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The usm and psuj were analyzed and were found to have electrical/fiberoptic defects resulting in the components not functioning during testing. The flex joint functioned as designed. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the potential root cause of the reported event is attributed to component failure of the usm and psuj. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, a 319 error occurred on arm 3. The customer mentioned that the system had been restarted a couple of times, but the errors persisted. Initially, there were no issues when the system was started in the morning until they attempted to drape the system. The system was not connected to onsite. The technical support engineer (tse) advised the customer to take a picture of the logs and email them to determine the root cause. The tse also informed the customer that the rest of their da vinci 5 fleet was on the same software if the surgeon intended to use four arms. The customer agreed to swap out the patient side cart (psc). The procedure was aborted to another dv system with no report of patient involvement.